Event description:
A malfunction alarm known as "malf 16" was reported. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating there was no adverse impact. Customer reverted to using multiple daily injections (mdi) as a backup therapy.